Manufacturer narrative:
The hill-rom technician found the communication cable damaged. A search of the hill-rom maintenance records showed hill-rom performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call was not working. The bed was located at the account on the 7th floor. There was no patient/user injury reported.